Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured march 25, 2015 to march 27, 2015. A visual inspection on the unit noted white particulate matter approximately 1.79 mm in length in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a fiber in its solution. This was identified after the device was filled with an unspecified amount of tobramycin. There was no patient involvement. No additional information is available.